Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 3.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusion: evaluation of the returned device confirmed that the smart coil¿s pusher assembly was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at an angle during removal from the packaging hoop, damage such as a kink may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub technologist noticed that a penumbra smart coil (smart coil) pusher assembly was bent prior to taking the smart coil from its dispenser hoop. The damaged smart coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using another smart coil.